Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original surgery was (B)(6) 2020. The tfna nail failed at the nail/helical screw junction and needed a revision surgery on (B)(6) 2021. The broken implants were removed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: complaint summary: it was reported that on unknown date, a revision surgery is needed to remove broken 14x 420 trochanteric fixation nail advanced (tfna) nail, 105 screw with traumacem. Retained broken hardware. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 x-ray image(s) from the attachment(s) located in notes & attachments section of the product complaint) up to (B)(6), 2021. The image(s) was reviewed, and the complaint condition could be confirmed, the x-ray shows the nail broken at the proximal screw hole. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Manufacturing location: monument. Manufacturing date: jun 22, 2018. Expiration date: may 31, 2028. Part number: (B)(4), 14mm/130 deg ti cann tfna 420mm/left-sterile. Lot number: h662786 (sterile). Lot quantity: (B)(4). One piece was scrapped in cell at op #30, gun drill, for a cannulation runout failure the remaining five pieces were 100% inspected for this feature and determined to be acceptable. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final (B)(6) met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection (B)(6) met all inspection acceptance criteria. Packaging label log (pll) lppf was reviewed and determined to be conforming. Packaging bom was reviewed, and all components issued met current defined requirements. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: (B)(4), wave spring, shim ended, bp55. Lot number: h571498. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(6) rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated (B)(6), 2018 were reviewed and determined to be conforming. Part number: (B)(4), lock prong, 130 degree tfna, bp55. Lot number: l864461. Lot quantity:(B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: (B)(4). Tfna lock drive, bp58. Lot number: h634295. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, (B)(6) met all inspection acceptance criteria. Part number: (B)(4), timoagri16.00, bp80 lot number: h625399. Lot quantity:(B)(4). Certificate of analysis received from metal werks inc. Dated (B)(6), 2018 was reviewed and determined to be conforming. Lot summary report dated (B)(6), 2018 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. Device history review. (B)(6), 2021: DHR reviewed.

Manufacturer narrative:
This report is for an unknown 4x 420 trochanteric fixation nail advanced (tfna) nail, 105/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed, and the complaint condition could be confirmed, the x-ray shows the nail broken at the proximal screw hole. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a revision surgery is needed to remove broken 14x 420 trochanteric fixation nail advanced (tfna) nail, 105 with traumacem. Retained broken hardware. No further information provided. This report is for one (1) unknown 4x 420 trochanteric fixation nail advanced (tfna) nail, 105. This is report 1 of 1 for complaint (B)(4).